Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported an external blood leak was observed originating from the tubing near the deaeration chamber at the juncture with replacement tubing of a prismaflex hf1400 set during continuous renal replacement therapy via the prismax system version 2 which was equipped with a thermax blood warmer. The prismax machine shutdown during treatment after a service call alarm occurred. The set was replaced. It was not reported if the extracorporeal blood was returned, nor was it reported the volume of blood lost. There was no report of patient injury or medical intervention associated with this event. No additional information is available.